Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory this lead was not tested. Per (B)(4), events not requiring product analysis per, docs qa (B)(4), peer review for lab coding reduction project, leads returned with a linked pi that contain a p611 or p613 as one of the observation codes do not require analysis unless there is an accompanying axxx observation code. There may be other pxxx observations listed in the pi but as long as one of the observation codes is a p611 or p613 and there are no axxx observation code(s) the lead does not require analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to issues with helix retraction after being implanted for two weeks. No additional adverse patient effects were reported.